Event description:
Device report 1 of 2: reference MFR report: 1627487-2011-09258. During the scs trial procedure, it was reported two octrode trial leads (from two different lot numbers) were attempted for implant but both read invalid impedances across contacts. A third lead was used and implanted successfully with normal impedances. No patient complications were reported.

Manufacturer narrative:
Evaluation: results - two complete leads were returned with stylets inserted. Analysis of the two returned leads was performed and no visual anomalies were noted on the lead body or wires. Resistance testing of the leads between the proximal and distal ends measured in specification with the lead under minimal stress. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.